Event description:
It was reported a burr was noted on the outer cannula of this biopsy needle, following test firing of the needle during a liver biospy procedure. One other device was also noted to have a burr. Another device was used to successfully complete the procedure without any patient complications. The patient's condition is good. The device has not been received for evaluation. Therefore, a failure analysis is not available. Follow up indicated the device was test fired outside the patient. User technique during preparation of this device may have contributed to this event. However, co is unable to determine the exact cause for this event.